Event description:
It was reported that a vessel perforation occurred, requiring surgical intervention. A 2.4mm jetstream xc atherectomy catheter was selected for an atherectomy procedure of a calcified superficial femoral artery (sfa) and popliteal artery. After three passes with the jetstream, the physician saw that a vessel perforation and bleeding had occurred in the distal sfa. It was attempted to treat the perforation by a 5-minute balloon angioplasty which was finally frustrating. The physician then had to perform an open surgery (by-pass). There were no further complications, and the patient status was stable post-procedure.